Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert via patient notifier and presented in the emergency room. Upon review, the right atrial lead exhibited low impedance. Upon interrogation, the lead exhibited normal measurements. The message was cleared and the patient would continued to be monitored.